Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use (IFU) states: do not cover significant renal or mesenteric arteries with the endoprosthesis as vessel occlusion may occur. Additionally, the IFU indicates that any thrombus present in the treatment area should be less than 2mm in thickness or 25% in circumference. The IFU also states: adverse events that may occur and/or require intervention include, but are not limited to: neurologic damage, local or systemic (e.g., stroke, paraplegia, paraparesis). Furthermore, the IFU specifies under anatomical requirements: an infrarenal, non-aneurysmal aortic neck length of at least 15 mm and an infrarenal aortic neck treatment diameter range of 19-29 mm.

Event description:
On (B)(6) 2011, the pt was treated for an abdominal aortic aneurysm with four gore excluder aaa endoprosthesis. During the procedure, the physician intentionally covered the left renal artery and the left internal iliac artery. These arteries were reported as being occluded by thrombus prior to the procedure. Additionally, it was reported that heavy thrombus was present from the descending aorta down to the renals. The pt tolerated the procedure. Two hours after the procedure, the pt experienced paraparesis in both legs. MRI could not determine the cause of the paraparesis. As of (B)(6) 2011, the pt was able to draw his knees up while laying on his back and will undergo rehabilitation. The exact amount of thrombus was unable to be determined. It was reported that the proximal aortic neck diameter range was 19.1mm - 18.1mm and the proximal aortic neck was 25mm in length.